Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported that when she attempted to deliver a bolus, the infusion device went through the self-test process and then the display shut off. Her blood glucose was 287 mg/dl at the time, and she reported she would deliver an insulin injection or bolus as treatment. No adverse event was reported. The alleged product was requested for evaluation.